Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The power supply was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported an intermittent problem on power up (no boot). There was no pt injury or death reported.